Event description:
It was reported that the left ventricular (lv) lead was experiencing no capture at max output, and an increase of high impedance due to a possible lead fracture. The ra lead was experiencing intermittent capture at max output due to a possible dislodgement. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c154dwk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2007; 5568-45, implantable pacing lead, (B)(6) 2007; 0157, competitive implantable tachy lead, (B)(6) 2004. (B)(4).